Event description:
Had to take cipro for intestinal problem - had leg pain while taking it. Diagnosed with saddle embolism and dut 2 weeks after I took it. (Hospitalized 6 days). Then had ivc filter -(greenfield) but then it migrated and had to be removed after 2.5 weeks. Put me in the hospital 3 days and ER. After starting cipro for intestinal pain - I started having pain behind my knee and across my upper back. Thinking I had done some tendon damage I sought medical help and was diagnosed with a dut. Put on lovenox shots and warfarin. Then 5 days later after a CT scan showed a saddle embolism, a ivc filter was inserted. Then 2.5 weeks later it started to dig into my vein and had to be removed. It was a nightmare!